Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that following an examination on (B)(6) 2017, a clinical diagnosis of exposition of deep brain stimulation (dbs) device and secretion by cephalic wounds was given. The etiology was noted as not related to the device/therapy and not related to the implant procedure; however, the left burr hole site and implantable neurostimulator (ins) were noted. Follow-up is being conducted to obtain clarification regarding this conflicting information. The actions/interventions taken on (B)(6) 2017 to resolve the event included daily cleaning an antibiotics; the event resulted in an unscheduled clinic or office visit. The event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the event without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the ins was implanted (B)(6) 2017. It was also noted there was device extrusion because of thin scalp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to related to the device/therapy, not related to the implant procedure. The diagnostic method was noted as direct observation of left burr hole.

Manufacturer narrative:
Product ID neu_unknown_lead; lot# unknown ; implanted: explanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the device was explanted and not replaced on (B)(6) 2018.

Manufacturer narrative:
The aware date for this additional information is 2019-feb-01, not 2018-feb-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the device was explanted and not replaced on (B)(6) 2018.